Event description:
It was reported by the rep the device was used during gastric resection/gastroduodecostomy. It was reported the pt developed what the surgeon thought was pancreatitis post-operatively. Surgeon suspected possible leak so he ordered a barium swallow. No leak was noticed on films. Pt then developed 105 degree fever and was getting worse. Pt was sent to a medical center. During re-operative, surgeons noticed bile and gastric fluid. Surgeon didn't think they identified where leak was from. It is unknown exactly which product was used, but they know it was a cdh. The pt expired. 5/19/1999-spoke with the surgeon today. This operation was performed for chronic goo (gastric outlet obstruction) and the pt underwent a hemi-gastrectomy with a bilroth I draingage procedure. The anvil was placed in the duodenum, and the stapler passed via a separate gastrotomy.the staple functioned appropriately, and no leak was noted at the conclusion of the procedure. No lateral duodenostomy tube was needed or placed. Approx 24 hours post-op the pt appeared septic and had laboratory evidence of pancreatitis. Ananostomotic disruption was considered and a hypaque study was performed which did not demonstrate a leak. The pt was treated conservatively, but when he did not respond, was transfered. The pt was initially treated with radiographically placed drains. After continued drainage the pt was returned to the or for debridement, and repair of gastro-duodenal anastomotic disruption. The pt recovered wall from this point on, until he developed fungal sepsis requiring amphotericin b therapy. This final septic complication resulted in multi-organ system failure, and the pt's demise.